Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addrs1 implantable pulse generator (ipg) implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced undersensing resulting in diminished p-waves. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.